Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump keeps alarming with no delivery. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting could not occur since the customer had already changed his infusion set and reservoir, which resolved the issue. The reservoir and infusion set in question will be returned for analysis and a replacement of each product was shipped to the customer.